Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 125 units of insulin during the load sequence. Additionally, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Furthermore, it was reported that a cartridge alarm occurred. It was also reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer reverted to a back up pump for insulin therapy. There was no adverse impact to the customer's blood glucose level.